Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -8.5 diopter, in the patient's eye. The lens was explanted due to size. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product found the lens optic scratched and a piece of one haptic torn off and missing. (B)(4).